Manufacturer narrative:
The subject device was evaluated. Device inspection service repair noted, found missing ke around the forceps cover and the pink probe is loose. A-rubber glue peeling, play found on control knob. Olympus name plate missing on scope cover. Device evaluation found missing ke around the forceps cover, a-rubber glue peeling and pink rubber (probe) is loose. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of the "sheath begins to degrade" . The issue found during reprocessing. There is no patient involvement associated on this event. No user injury reported. Device evaluation found missing ke around the forceps and the pink rubber is loose.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling on the distal end likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.